Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she visited the ER due to a high blood glucose reading. The customer's blood glucose was in the 300 mg/dl range and she was unable to get her blood glucose to decrease. Her doctor advised her to go to the ER, so she did. No mention of symptoms or treatment occurred. The customer left the hospital after 4 hours. Troubleshooting was declined for the hyperglycemia. No products were returned or replaced.